Event description:
A malfunction with a pump was reported in denmark by the distributor rubin medical aps. The incident occurred on february 22, 2026, and was related to malfunction 9-0x20f1, which the customer had reset within the last 24 hours. The customer did not provide information on their blood glucose level at the time of the event, and as such, there was no reported impact to their blood glucose level. Technical support confirmed the need for a pump replacement, ensured the customer was informed, and provided instructions for returning the problematic pump using a pre-paid label and return box. Customer declined to provide information regarding alternate insulin therapy. A new pump with a serial number 901130657 was sent to the customer as a replacement.